Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the consumer sat in the middle of the bed and bent it where the head spring and the foot spring connect.